Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a cadd® administration set was leaking at the end towards the patient. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found a spike in the product, the pump tube was glued to the housing, and a hole was detected. It was determined that the given part must not have a spike component. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Based on the evidence, the root cause was attributed to a manufacturing issue.